Manufacturer narrative:
(B)(4). The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back side. Troubleshooting was done for cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.